Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that his son's insulin pump is having issues. Customer states that there is a black dot at the top of the screen. Customer also states that the insulin pump would not deliver bolus. The blood glucose is unknown. Nothing further reported.